Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used during an endoscopic retrograde cholangio-pancreatography (ercp) procedure performed in the common bile duct on (B)(6) 2016. According to the complainant, during the procedure, the balloon failed to deflate after being used in a stricture. A syringe was used to remove the balloon out from the patient. The procedure was completed with another hurricane rx balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.